Manufacturer narrative:
During an emergency, imaging of the system was no longer possible, and only black images were displayed. As a result, the procedure was continued and finished using an alternative system. No health consequences were reported to this event. Log file investigation showed a problem with the small focus. When the small focus breaks, an automatic switch over to the large focus would be initiated by the system. In this case, however, the system did not switch to the large focus. To resolve the problem, the x-ray tube has been replaced as part of service activity. The investigation of the x-ray tube showed that the small focus was too close to the outer focal boundary and touched the focal head. In normal condition, an emitter has equal distances to the boundary plates. If the distances are not symmetric it is probable that the emitter extends on thermal load and then may touch the focal boundary, which can cause various issues including arcing events. Consequently, fluoro x-ray requests were repeatedly aborted, but not permanently in this case. This severely disturbed the fluoro imaging, but did not trigger an automatic switch to a different focus. This type of error, i.e. A sequence of events in which a small focus error occurs with an interruption that prevents the activation of automatic error management mechanisms, occurs very rarely. A manual switch to the larger focus was still possible. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee floor system. During an emergency patient procedure, the x-ray functionality was blocked, and the received images were dark. The patient was relocated to complete the procedure on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.